Manufacturer narrative:
Additional information was received on august 4, 2022. The explant date was clarified to be (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2022. An explant is planned for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses placed experienced possible left sided rupture and bilateral shooting pains post procedure. The right breast had become concave. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The left sided deflation was reported initially. Additional information was received on (B)(6) 2022 stating that there was bilateral shooting breast pain. This report relates to the left prosthesis. The patient had a complication with her previous set of implants reported under 1645337-2020-06490.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9434008 number on (B)(6) 2022, and no non-conformances were identified. Additional information was received on april 26, 2022. The left sided rupture was confirmed by the physician's office. Manufacturer¿s reference number: (B)(4).